Event description:
On (B)(6) 2022 abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant pt/inr results of 8.0 on a 53 year old female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat; lab. Date: 22-mar-2022 ; 22-mar-2022 . Pt/inr: 8.0; 4.7. Sample : venous; venous. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6). 2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Pt/inr cartridge lot s21269c expired on 25-mar-2022 prior to elevation of incident to level 2 investigation. No deficiency has been identified.

Event description:
Na.